Manufacturer narrative:
Based upon the clinical assessment, the reported type 1a, 1b and 3b have been confirmed. The devices remain in the patient. Based upon the investigation, an exact root cause was not identified due to the limited available information. Patient factors that might have contributed to this event included the use of anticoagulation therapy (coumadin). Overall, identification of a design or manufacturing issue is inconclusive.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Additional device: model a34-34/c80 infrarenal aortic extension lot #:1029313-004 release date: 2/16/2012 expiration date: 12/30/2012 model a34-34/c100-o20 suprarenal aortic extension lot#1031801-020 release date: 3/28/2012 expiration date: 2/28/2013, device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated, a infrarenal aortic extension, and a suprarenal aortic extension. Upon follow up, computed tomography revealed that the aaa had increased in size by 1cm and there was an endoleak. Angiogram looked like there was a proximal endoleak and possible a distal endoleak or a type 3b endoleak. The physician elected to implant two suprarenal aortic extensions at level of renal arteries, one infrarenal aortic extension in the bifurcated graft and one limb extension into the right common iliac. No patient injury reported.